Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon inspection in the (B)(6) warehouse, that foreign substance was found in the sterile package. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b4, b5, d10, g4, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection, one hair like fiber was noted. Review of the device history record(s) for the reported items identified no deviations or anomalies related to the reported issue during manufacturing. Investigation results concluded that the reported event was due to a manufacturing deficiency. A change in manufacturing has been implemented. The event is being further reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental wlll be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.